Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Alleged the head will rise a few inches, stop, and then when the switch is release the bed will run back down unintentionally.